Manufacturer narrative:
After the event, the customer evaluated the device and no malfunction was found. The arjo representative contacted the customer to receive additional information regarding the event. It was confirmed by the customer that the clips and belts were not correctly attached. Additionally, the caregivers were not trained and should not use the sara flex device. Also, the customer stated that the patient was not able to follow instructions. The instruction for use for sara flex device contains information that: ¿before use, the caregiver should always consider the patients/resident medical, physical and mental capabilities.¿ ¿warning: to avoid injury make sure the patient is participating. If, not consider to end the transfer, return the patient to a sitting position and re-evaluate the choice of equipment,¿ ¿the equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment common practice and procedures and according to guidelines in this IFU.¿ to sum up, the arjo floor lift and clip sling were used as a system for the patient transfer when the clips detached and from that perspective, the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to indication that patient fell during the transfer.

Event description:
Arjo representative was informed about an event involving the arjo sara flex device and passive clip sling (model no tss.501, serial no (B)(6)). A patient was transferred from a wheelchair to a bed, two caregivers were present, one student and one temporary worker. During transfer, the patient released her hands from the device handle when the lift was near the wheelchair. The patient fell out of the lift. The patient when landed on the wheelchair, hit her wrist and arm. The patient sustained multiple hematomas. A nurse examined the patient and confirmed that no other injuries were sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified about an event involving arjo maxi move passive floor lift. It was reported that a resident was transferred from a triple wheelchair to a wheelchair in the living room. On the initial phase of transfer when a caregiver was using the device handset to raise the patient, the device started to move high with fast speed (about 30cm ). Then the lift made noise and stopped. When the caregiver released the handset button, the lift moved down unintentionally with fast speed. The resident lowered back to the triple wheelchair. The customer stated that the lift unintended movement was stopped by the emergency stop function and battery replacement. No injury was reported.